Manufacturer narrative:
Other relevant device(s) are: product ID: 9735585, software version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. The software investigation determined that the behavior described was the intended behavior of the software. Software is functioning as designed. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a catheter placement procedure. It was reported that after the case the surgeon stated that the catheter was not correctly placed. During navigation the site had issues tracking the stylet due to metal interference and when they moved the metal out of the field they ripped out the patient tracker. The surgeon believed this moved the patient tracker and caused the inaccuracy. It was noted that the catheter was replaced on (B)(6) 2020 and that the surgeon chose a different target which was successful. The patient was noted to be fine and was discharged on (B)(6) 2020.